Event description:
A pt reported experiencing inaccurate erratic results using a lifescan meter. The pt's blood glucose results were 138mg/dl, 102mg/dl. Tests were done within <10 minutes with difference of 27%. Pt did not experience any adverse events. No further info has been reported. Note: in the potential medical tab it was documented that, "pt stated thier technique prior to calling was to wipe the first drop away and use the 2nd drop of blood."